Manufacturer narrative:
H10: the actual device and a photograph of the sample was provided for evaluation. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however most likely was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6) e1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked near the injection port. This was discovered during release of the compounded product. There was no patient involvement. No additional information is available.